Manufacturer narrative:
Multiple PMA / 510(k) numbers: there were multiple PMA / 510(k) numbers reported to be involved. The information for the additional PMA / 510(k) number is as follows: PMA / 510(k)#: bk050036. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for red cell hang up with the incident lot was/was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for red cell hang up with the incident lot was observed. Further investigation has been initiated. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: further investigation and root cause analysis relating to this issue is currently on-going to identify the potential root cause(s). Rationale: based on an assessment of severity and frequency, it was determined that further investigation is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Event description:
It was reported that for the bd vacutainer® sst¿ ii advance plus blood collection tubes, blood attached to the upper part of the tube wall, after centrifugation. No serious injury or medical intervention reported.